Event description:
Per importer's MDR: consumer alleged the wheel locks are not gripping the tires properly. Consumer also alleges on one side the wheel lock is barely hanging on.

Manufacturer narrative:
There is no way to know whether this device was manufactured by a & I industries ltd since there was no model number provided and the device was not returned for eval.